Manufacturer narrative:
The date provided is an approximation. The investigation is still in progress. A supplemental report will be provided after completion. Device discarded, single use device.

Event description:
The customer reported delay in treatment/impact in treatment due to invalid results while testing with ID now covid-19 assay with unknown lot performed on an unknown date. The customer stated that patients were not able to be transferred to long term care facility until results were obtained. No additional patient information, including treatment and outcome, was provided.

Event description:
The customer reported delay in treatment/impact due to invalid results while testing with ID now covid-19 assay with unknown lot performed on an unknown date. The customer stated that patients were not able to be transferred to long term care facility until results were obtained. No additional patient information, including treatment and outcome, was provided.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation.h6 g3 in follow-up report 1 was inadvertently provided incorrect date, correct date is 21nov2022. H3 other text : device discarded, single use device.

Manufacturer narrative:
The required intake information to enable further investigation, such as the kit's lot number, was not provided and an investigation was not able to be performed. Notwithstanding, a review of complaints' trend reveals that all lots within expiry dating are performing according to the statements made in the package insert. In conclusion, abbott diagnostics scarborough was unable to determine the exact root cause of the reported issues as no information was provided for investigation. H3 other text : device discarded, single use device.

Event description:
The customer reported delay in treatment/impact due to invalid results while testing with ID now covid-19 assay with unknown lot performed on an unknown date. The customer stated that patients were not able to be transferred to long term care facility until results were obtained. No additional patient information, including treatment and outcome, was provided.